Event description:
The customer reported that the catheters seemed like there were holes in the balloons and would not stay inflated. Additional information was received from the customer and stated that it was only one patient who received 3 individual catheters. The issue was noticed during catheter use by the patient. There was no patient harm reported.

Manufacturer narrative:
The device history record (DHR) for lot 4055s12qx were reviewed and no anomalies related to the reported issue were observed. There were no samples returned for evaluation; therefore, the affected device could not be evaluated to determine the root cause. We will continue to monitor reports and take actions as applicable.